Event description:
User received alarm 20 during pumping, and loading a second cartridge did not resolve the issue. Pump was replaced as part of corrective action, but customer declined goodwill cartridges and backup therapy information. There was no reported impact to blood glucose level, and the replacement pump was confirmed with necessary instructions provided for returning the problematic pump.